Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a device check, the autopulse platform displayed a user advisory (ua) 02 (compression tracking error), 07 (discrepancy between load 1 and load 2 too large), 08 (motor controller fault detected) and 21 (position change does not coincide with motor direction) message. The battery was exchanged three times, however, the user advisories (uas) were unable to be cleared. There were no problems with the lifeband or mannequin used. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to (B)(4) for evaluation and service. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no physical damages to the platform. A review of the platform archive was performed, and there were multiple user advisory (ua) 2 (compression tracking error) occurred during first compression. Additionally ua 7 (discrepancy between load 1 and load 2 too large), fault 8 (motor controller fault detected) and fault 21 (position change does not coincide with motor direction) were also observed in the archive. A low voltage battery was used when the faults occurred. During functional testing, the autopulse platform passed functional tests without exhibiting any fault or error. Based on the investigation, no parts were replaced. In summary, the customer's reported complaint of the platform displaying ua 2, ua7, fault 8 and fault 21 was confirmed during archive review. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed all the tests and meet all the required specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 2 typically occurs if the patient is misaligned on the platform or the lifeband is open. Ua 7 alerts the operator that the patient has shifted and is not correctly oriented on the autopulse or the load cells are damaged. However, the device performed as intended during functional testing and no parts needed to be replaced. These user advisories and faults can be cleared by simply restarting the autopulse platform.